Event description:
A 26mm x 15mm diameter x 16.5cm length aneurx bifurcated stent graft was inserted for the treatment of an abdominal aortic aneurysm in a patient with moderate tortuosity and calcification in 2001. The physician reported that a needle was inserted into the right iliac artery and a guidewire was passed and steered into the aorta. A guidewire was introduced and passed in the left iliac artery but could not advance into the aorta. Prolonged attempts were made to direct the catheter as well into the infrarenal abdominal aorta but this could not be done. Therefore, it was elected to pass a catheter from the contralateral side and steer it into the left common iliac artery. This was done with some difficulty and attempt to snare it from the left side was performed. However, there appeared to be a dissection, which could not be passed from the left side. Further attempts were initiated and eventually wires were passed from the right side to the left and the left side to the right so that full access could be obtained. A hockey stick catheter was passed over the wire and then directed into the infrarenal aorta. This allowed access from the left vessels and eventually a catheter was positioned into the thoracic aorta and then a stiff wire would pass through. A catheter was also passed from the right side through the thoracic aorta. A 22 french sheath was passed on the right into the infrarenal aorta from the right and then a 16 french sheath was passed on the left. A stenosis in the right iliac artery was dilated to enable the sheath to be passed. The aneurx bifurcated stent graft was passed through the right side above the renal arteries. The physician stated he had some difficulties in doing this but eventually an area of either stenosis or angulation was manipulated. Following this an attempt was made to deploy the stent graft after delineating the anatomy and determining the position of the renal arteries. The physician reports there were some problems with the exposure of the stent graft and it was felt safer to remove the device and inspect it. The physician states there was some problem with retraction of the delivery system and the device was not used. A new device of similar dimensions was positioned appropriately and deployed without difficulties. The limbs were intentionally crossed. A 16 french sheath was passed into the contralateral limb and a 16mm diameter x 11.5cm length iliac limb graft was deployed with maximal overlap on the gate. An angiogram showed good positioning of the grafts and a good seal. The physician reported there appeared to be a dissection in the left common iliac artery just above the bifurcation. The dissection was treated with a stent to anchor the plaque. The sheaths and guidewires were removed and there was noted to be a good pulse on the right, and the vessel was closed. On the left, the physician noted there was quite a bit of intimal dissection because of the extensive plaque area. The vessel was then dissected above the inguinal ligament and endarterectomized. There was too much plaque and it extended well into the deep and superficial femoral arteries bilaterally. Therefore, the external iliac and superficial femoral arteries were transected and a piece of 6-mm ptca graft material was sewn end-to-end to the left external iliac artery down to the deep femoral artery. Following this a femoral-femoral anastomosis was performed between the hood of this graft down to the superficial femoral artery. It is reported the pt is in stable condition. There were no additional clinical sequelae reported related to this event. Cut angiogram film interpretation by an outside independent physician reports the case to be anatomically uncomplicated to moderately complex. He reports that the aortic neck was long and straight. The right iliac artery had moderate angulation and the left iliac had mild angulation. No conclusion can be made with the film that was provided for review. Returned goods investigation reports the device was returned with the stent graft loaded. Necking was seen directly above the distal end of the cheater tube. Three sets of two runners were overlapped. The top stent ring was folded around two of the runners. The device had a slight "s" bend. The black ring is retracted 7.94cm from the distal end of the handle. These findings are accurate with torque placed on the device possibly due to tortuosity and calcification.